Event description:
During a follow-up interrogation, the device was found programmed to ddd mode when it was expected to be in safer mode. The device remains implanted.

Manufacturer narrative:
(B) (4). Device found programmed differently than expected. The device remains implanted, therefore, the programmer files were reviewed. The files showed that during the FDA approved software upgrade in (B) (6) 2009, the instructions were not followed completely, therefore, the device was automatically programmed back to ddd mode. The device was reprogrammed at the last follow-up to safer mode. There is no patient safety issue and can remain implanted. (B) (4): device remains implanted.